Event description:
---

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the device was at eol due to charge time. Visual inspection noted an arc mark on the device case. The plasma fuse was open due to arcing on the device case. Due to the open plasma fuse the device charge timed out which triggered the device to declare eol and not be able to delivery any shock therapy. Laboratory analysis noted that external shoring of the leads to the case during a charge is know to cause internal damage, and the device is not expected to perform to specification after a shorted lead event.

Event description:
Boston scientific received information that this patient received shock therapy from this device. Interrogation of the device showed that the device had triggered end of life (eol). Prematurely battery depletion was alleged. Upon explant of the device a black spot/dent was noted on the device. When recent x-rays were reviewed it was noted that the right ventricular lead came across the same point where the dent was seen on the device. The device was implanted subcutaneously. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this investigation will be updated.